Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose level was 422 mg/dl. The customer declined troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer experienced symptoms such as vomiting for high blood glucose event. The device will be returned for analysis.